Manufacturer narrative:
(B)(4). (B)(6). Additional concomitant medical products: lcck nexgen femoral component cat#: 00599401792, lot#: 11020894; nexgen a/p wedged tibial component cat#: 00598800700, lot#: 63498779; nexgen stem extension cat#: 00598801016, lot#: 62976522; nexgen stem extension cat#: 00598801016, lot#: 63125509; nexgen posterior femoral augment cat#: 00599003701, lot#: 62758315; nexgen tibial block cat#: 00598800727, lot#: 60867118. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01071 , 0001822565 - 2018 - 01072, 0001822565 - 2018 - 01073, 0002648920 - 2018 - 00132 , 0001822565 - 2018 - 01074, 0001822565 - 2018 - 01075, 0001822565 - 2018 - 01076. Product location is unknown.

Event description:
It was reported that the patient was revised approximately one month after knee procedure due to infection. All components were removed and spacers were implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Sterility certificates were reviewed and found conforming. Therefore, it is highly unlikely that the specified device caused any patient infection. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.